Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump would not turn back on after she changed out the battery and the cartridge on the pump. There was no additional information available for this complaint. This complaint is being reported due to the alleged power issue on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data in the black box from the time of the reported power issue due to continued pump use. The battery was not returned with the pump for investigation. Visual inspection revealed no physical damage to the battery cap and compartment. The battery cap attached securely to the pump. The pump powered on normally and was exercised for 24 hours with no power issues. The complaint could not be confirmed or duplicated during investigation.